Manufacturer narrative:
Analysis conclusion: the reported event of a damaged mobile power unit during a storm can be confirmed. The evaluation of the returned the mobile power unit revealed a nonfunctional power supply board due to several damaged components. The power supply board was replaced with a new board. The patient cable was also replaced due to cosmetic damage. A full functional test was performed and the mpu passed all test steps. The mpu is now rental. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a storm in patient's town and it surged the patient's mobile power unit (mpu). A request for a replacement mpu was made overnight to customer's home address. A self test was not able to be run when mpu was plugged into electrical outlet. Consequently, the product was returned for evaluation. There was no adverse patient impact. During log file analysis, a no external power alarm was confirmed on (B)(6) 2018. On (B)(6) 2019 abbott decided to recall the mobile power unit related to mpu pcba damage caused by an esd event and this esd event also resulted in a hm3 motor reset. Unexpectedly the pump was able to restart and run on the backup battery. The mechanism of how the pump was able to restart is being investigated by CAPA per internal procedures.